Event description:
"Frostbite" due to continuous cold therapy to hand and forearm post-op plate and screw removal after bone healed from traumatic fracture approx 18 mos prior. Returned to hosp post-op day 5 with swollen arm and hand without circulation or sensation. Required emergent surgery to restore circulation. Had portable continuous cold therapy unit on hand for 48 hrs - 72 hrs post-op - in home setting. Question adequate product labeling and printed instructions for home use.